Manufacturer narrative:
A4 patient weight added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention (B)(6) 2021 wherein the paddle lead was repositioned. Post-operatively, the patient had effective bilateral therapy restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation. Reprogramming was unable to restore therapy. As a result, surgical intervention may take place at a later date to address the issue.